Manufacturer narrative:
Date sent: 06/07/2007. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device had an error code. The handpiece was replaced and the case was completed without any pt consequence.